Event description:
Device issue: fractured stent. Time of device issue: after the procedure. Adverse event: none. It was reported that the procedure occurred at (B)(6). It was reported that the xience v 3.0 x 23 stent was noted to be fracture during the angiogram that was performed on (B)(6) 2010. On (B)(6) 2009, the xience v3.0 x 23 stent was deployed in the proximal right coronary artery (rca) and a xience 2.75x28 stent was deployed in the mid rca. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant info.